Manufacturer narrative:
Reservoir device information: model number: 720185-01, serial number: (B)(4), catalog number: 720185-01, UDI number: (B)(4), expiration date: 04/07/2016, manufacture date: 04/18/2014.

Event description:
It was reported that the patient's inflatable penile prosthesis was not inflating properly. The system was replaced with a 65 ml reservoir, pump, and 15 cm cylinders. The patient had no further complications.